Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were bunched together and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-jul-2015. It was reported that crossing difficulties were encountered. A 2.25x32mm promus element &#10244;rug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.